Event description:
Customer reported back to back testing on the same meter using the advantage system with results of 505mg/dl and 179mg/dl. No controls were run.no adverse event reported. A request was made for the return of the suspect product and a replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: humulin 70/30 26units/morn; 12 - 12 years; aspirin 81mg/1 daily - 12 years.